Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer biomet stanforth 13.5" ti pectus bar, catalog #: pt-2340, lot #: 794010. Therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it was implanted into the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00900.

Event description:
It is reported the custom bars were loose in length and bend. One and a half fingers could fit between the bar and outside of the rib. To overcome this, the surgeon used generic benders to bend insitu. The event caused a delay of no more than ten minutes. The sales representative stated the surgeon likes the bars to be 1/2 inch shorter. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection and functional testing could not be performed due to the products remaining implanted and not being available for return. The complaint cannot be verified as the products were not returned and there were no post-op scans, x-rays, or intra-operative photographs available. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00900-1.